Event description:
A malfunction alarm was reported, identified by a malfunction code, which the customer was able to reset with assistance from technical support. There was no reported adverse impact to the customer's blood glucose level. After resetting the pump, the issue did not recur, and the customer was able to continue using the pump. Technical support advised contacting them if the malfunction code appeared again, which the customer understood and acknowledged.